Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended. This MDR is related to ge healthcare (B)(4).

Event description:
The customer reported the vertical button is not working. No pt injury was reported.